Event description:
Instrument stopped working during case malfunctioned when load was put in and would not turn, tried new load and still would not work. Morbid obesity. Endo gia universal xl auto suture. Surgeon: clinical: (B)(6), rn specialty coordinator: general and neuro surgery tissue coordinator (B)(6).